Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. (B)(4).

Event description:
The customer reported false high ion-selective electrode (ise) patient results were generated on cell 1 of the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event. Quality control (qc) results were within laboratory¿s established range prior to the event.